Event description:
It was reported that contamination occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use. During the procedure, it was noted that a hair was found in the product. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B5. Describe event or problem: updated per the additional information provided. The device was returned for analysis and the evaluation was completed. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a strand of hair. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint.

Event description:
It was reported that contamination occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use. During the procedure, it was noted that a hair was found in the product package. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that there was no issue noted with the seal of the pouch and no damage to the packaging. The pouch was opened during preparation and the hair was found after the package was opened.